Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump gets in a bind during the manual prime and that the screen was scratched. The customer reported that insulin was squiring out during the manual prime. The blood glucose reading was 140 mg/dl. The amount of insulin in the reservoir matched the amount on the status screen. The customer was driving and intended to call back later.